Manufacturer narrative:
Additional information was added: add paclitaxel, asku. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown access sets was involved in under infusions of medication to patients. The issue was further described as the infusion pumps not pulling enough fluid from the bags which would leave extra volume in the bags after infusion was completed. To resolve the issue, the customer would add infusion time to the end of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.